Event description:
It was reported that the patient presented in the emergency room with a heart block. Later it was noted that the pacemaker failed to pace, failed to be interrogated and didn't respond to magnet. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.